Event description:
A customer reported he splashed alinity I hiv positive control material in his eyes. The customer immediately washed his eyes with eye wash solution then went to the emergency room and had an anti-hiv test performed. The anti-hiv result was negative. There was no impact to patient management reported. No additional impact to user reported.

Manufacturer narrative:
Section primary UDI number was updated from (B)(4). Additional information section d4 lot#, d4 expiration date, d4 primary UDI number, and h4 device mfg date alinity I hiv combo control: lot 56585be00, manufacturing date 9/18/2023, expiry date 6/15/2024, primary UDI number (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search by similar complaints for lot 56585be00 did not identify an increase in complaint activity. The ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 56585be00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation the alinity I hiv ag/ab combo control lot 56585be00 is performing as intended, no systemic issue or deficiency of the alinity I hiv ag/ab combo controls was identified.

Event description:
A customer reported he splashed alinity I hiv positive control material in his eyes. The customer immediately washed his eyes with eye wash solution then went to the emergency room and had an anti-hiv test performed. The anti-hiv result was negative. There was no impact to patient management reported. No additional impact to user reported.

Manufacturer narrative:
After further review the following sections have been updated: section d4 catalog # was updated from 08p07-21 to 08p07-22 section d4 primary UDI number was updated from (B)(4). Additional information section d4 lot#, d4 expiration date, d4 primary UDI number, and h4 device mfg date alinity I hiv combo control: lot 56585be00, manufacturing date 9/18/2023, expiry date 6/15/2024, primary UDI number (B)(4). This report is being filed on an international product, list number 08p07-22 that has a similar product distributed in the us, list number 08p07-21, with 510k/PMA/bla number p090080.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A customer reported he splashed alinity I hiv positive control material in his eyes. The customer immediately washed his eyes with eye wash solution then went to the emergency room and had an anti-hiv test performed. The anti-hiv result was negative. There was no impact to patient management reported. No additional impact to user reported.